Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an unrelated procedure in atrial fibrillation. During the procedure, the atrial lead was observed to be dislodged under fluoroscopy. The lead was capped and replaced on (B)(6) 2016. The patient's condition post procedure was stable.